Manufacturer narrative:
The insulin passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump unable to prime during prime test due to force sensor damage by moisture. The insulin pump was unable to verify prime alarms due to prime anomaly. The insulin pump was received with slightly loose drive support disk, cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window, broken belt clip slot and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer may have received both prime rewind and motor error alarms on the insulin pump. Customer's blood glucose was 220 mg/dl. Nothing further reported.